Manufacturer narrative:
Follow-up #1 date of submission 07/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed pump reboots had occurred. A visual inspection of the pump revealed that the battery compartment was cracked on the side. The returned battery cap was found to have stripped threads and was unable to fully secure to the pump. Pump reboots occurred with returned battery cap. The pump was powered on with a test battery cap and completed the 24 hour duration test with no power interruptions or alarms occurring during testing. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.